Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that amiodarone was administered to patient post-implant. There was decreased sensing and high impedance noted on the rv lead. After medication was stopped, the issues were resolved. Diagnostic imaging revealed no anomalies and provocation testing was recommended. Further info is not available at this time.